Event description:
Patient reported right side capsular contracture baker grade unknown. Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Additional report of pain and multiple fibroadenomas and cysts in the breast area, deemed not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(a), g1.

Manufacturer narrative:
Device evaluation- based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ rupture: observed, two openings on posterior side assessed as unidentified (tear) opening (shell thickness within specification). ¿ lump/nodule-ndr: not applicable as the event is non device related. ¿ cyst-ndr: not applicable as the event is non device related. Additional observations: ¿ crease flat is observed.

Event description:
Patient reported, right-side capsular contracture baker grade unknown. Healthcare professional reported, right side rupture diagnosed by ultrasound, CT scan and mammography. Later, patients legal representative reported, pain, multiple fibroadenomas, and cysts in the breast area which have been assessed as not device related. The device has been explanted.

Event description:
Device has been explanted and replaced.